Manufacturer narrative:
BLOCK B3: EXACT DATE UNKNOWN, EVENT OCCURRED FOUR WEEKS PRIOR TO THE DATE THE MANUFACTURER BECAME AWARE OF THE EVENT.

Event description:
IT WAS REPORTED THAT THE PATIENT WAS EXPERIENCING DIFFICULTY GETTING THE IMPLANTABLE PULSE GENERATOR (IPG) OUT OF HIBERNATION MODE DESPITE TROUBLESHOOTING ATTEMPTS. IT WAS ALSO NOTED THAT THE IPG WOULD NOT CONNECT TO THE CLINICIAN PROGRAMMER (CP). THE PATIENT UNDERWENT AN IPG REPLACEMENT PROCEDURE. THE EXPLANTED DEVICE WAS NOT RETURNED AS IT WAS DISCARDED BY THE MEDICAL FACILITY.

Event description:
It was reported that the patient was experiencing difficulty getting the Implantable Pulse Generator (IPG) out of hibernation mode despite troubleshooting attempts. It was also noted that the IPG would not connect to the Clinician Programmer (CP). The patient underwent an IPG replacement procedure. The explanted device was not returned as it was discarded by the medical facility.

Manufacturer narrative:
Block B3: Exact date unknown, event occurred four weeks prior to the date the manufacturer became aware of the event.Investigation results, Media Review, Device AnalysisThe device was not returned for analysis; therefore, a technical analysis could not be performed. Device History Record It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Investigation ConclusionBased on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.